Manufacturer narrative:
H3. Device analysis for lead va2y09f024 revealed no anomaly found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor regarding a trial patient. It was reported that there was a test lead failure. During the trial operation, it was found that the electric resistance of the test lead was too high. Impedances were 40,000 ohms. The lead was replaced during the implant procedure and the issue resolved.

Manufacturer narrative:
Continuation of d10: product ID: 977d260, lot# serial#: (B)(6), implanted: on (B)(6) 2025, explanted: on (B)(6) 2025, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot#: (B)(6), ubd: 08-apr-2028, UDI#: (B)(4), h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.